Event description:
I went to my doctor to get my tubes tide, since I cant take hormone birth control, because of my high blood pressure. At the conversation he told me that essure would be the best for me, because of my busy life style and there is almost no side effect and I could go on my life without any problems the next day. He gave me a brochure from essure that was printed 2006. This says there is nickel in essure and I called him back and told him, that I have a crazy nickel allergy and I really don't want to get this then and want to have my tubes tide instead. So at the pre surgery conversation, he told me that FDA took the nickel allergy warning out and that is no nickel in there, what will cause me any problem and I will be fine and he really thinks essure will be the best for me. So I agreed and trusted him. My problem started on the first day, but I thought, alright it's fresh and it needs time. I took a couple days off to not overdue it. But it got worse. Every day since then I am in horrible pain, even the prescription pain relief is not cutting it out. With activity it even gets worse. I have cramping and my belly is bloated like 6 months pregnant. If I bend the pain is so sharp, like a knife is stabbing me. I'm getting nauseated. I have contractions compared to childbirth, what is breath taking. My skin is horrible. I have acne and my hair is so dry. I did not have anything like this before. After x ray and ultra sound the doc decided that my body is rejecting those implants and I'm having an allergic reaction. So I'm getting on (B)(6) my tubes including essure taking out. So know I have to get a much bigger surgery and maybe a hysterectomy if my uterus has damage.